Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system, us catalog #: fg540000, serial #: (B)(4). Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an unknown ablation catheter and unknown generator. The patient suffered an esophageal fistula requiring surgical intervention. At an unknown point, an esophageal fistula was confirmed. Surgical intervention was required. The patient was reported to be in stable condition. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. In addition, multiple attempts have been made to obtain the generator and ablation catheter information. However, no information has been received. The event was assessed as reportable under the generator and the ablation catheter. Therefore, impacted products were created under a generic code for smart touch bidirectional and generic code for smartablate generator to address the adverse event occurred.